Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 82 to 101mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is not provided. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is not provided. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) the 68mg/dl- fasting: yes, 148mg/dl- fasting: yes, 258mg/dl- fasting: yes, 164mg/dl - fasting: yes, 169mg/dl - fasting: no.